Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.

Event description:
It was reported that the foley catheter balloon deflated drop by drop. Bladder catheterization was performed in caesarean section and the balloon seemed correct during the installation. The balloon was inflated to 10cc and it was fine during the test. When the uterus was expressed at the end of the operation, the urinary catheter came out of the ureter and the patient was re-catheterized with another catheterization system. It was mentioned that no consequences were noted after the finding.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the foley catheter balloon deflated drop by drop. Bladder catheterization was performed in caesarean section and the balloon seemed correct during the installation. The balloon was inflated to 10cc and it was fine during the test. When the uterus was expressed at the end of the operation, the urinary catheter came out of the ureter and the patient was re-catheterized with another catheterization system. It was mentioned that no consequences were noted after the finding.

Event description:
It was reported that the foley catheter balloon deflated drop by drop. Bladder catheterization was performed in caesarean section and the balloon seemed correct during the installation. The balloon was inflated to 10cc and it was fine during the test. When the uterus was expressed at the end of the operation, the urinary catheter came out of the ureter and the patient was re-catheterized with another catheterization system. It was mentioned that no consequences were noted after the finding.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "imperfection in balloon due to process". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: " to deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. A new connector with a needle free sample port has been added to this product." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the foley catheter balloon deflated drop by drop. Bladder catheterization was performed in caesarean section and the balloon seemed correct during the installation. The balloon was inflated to 10cc and it was fine during the test. When the uterus was expressed at the end of the operation, the urinary catheter came out of the ureter and the patient was re-catheterized with another catheterization system. It was mentioned that no consequences were noted after the finding.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "imperfection in balloon due to process". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: " to deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing ballo0n deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. A new connector with a needle free sample port has been added to this product." The device was not returned.